Event description:
Pink growth discovered in boogiebaby suctioning device lot #2301 at infant's bedside. Total of 3 open/used boogie baby suctioning devices sent for swab testing, all nicu infants nasal swab tested and placed on isolation. Refer to add'l documents in i2k.